Event description:
It was reported, the pt was unable to establish commination between her scs ipg and the external devices (pt programmer and charging system). Subsequently, the pt is without stimulation. In addition, the pt reported, she has lost weight stating, the ipg has sunken into her left buttock. Wen pressure is applied to the ipg site, the ipg moves further from the surface. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.